Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included incision site breakdown, discharge, swelling, redness, and a pocket of unknown fluid at the pocket site. The physician believes the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the explant procedure.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included incision site breakdown, discharge, swelling, redness, and a pocket of unknown fluid at the pocket site. The physician believes the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the explant procedure.

Manufacturer narrative:
Correction to the model number for the associated leads involved. Model # sc-2366-50 serial # (B)(4) description: linear 3-6 lead 50cm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-70 (B)(4). Description: linear 3-6 lead 70cm model # sc-3354-25 serial # (B)(4) description: 2x4 splitter - w4 - 25 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.